Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out of range pacing impedance measurements of 2182 ohms in the left ventricular (lv) lead channel. Technical services (ts) was consulted and noted all other system parameters and function were appropriate. Ts advised on continue to monitor impedance trend and perform a patient initiated interrogation. No adverse patient effects were reported. This system remains in service.